Event description:
During remote monitoring, episodes of oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected rv lead damage, however, this could not be confirmed. Lead replacement was recommended, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.